Manufacturer narrative:
MFR received date: 07nov2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 21nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer's complaint of a low leak co2 rebreathing risk alarm was caused by an out of specification air flow sensor u1. No other failures were identified with this customer returned gas delivery system (gds). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Low pressure alarms. There was no patient involvement.